Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced with non-rechargeable battery to connect the two cervical leads per physician's preference.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient had pain. Symptoms were numbness, crampy, throbbing and sharp pain. It was noted that the patient had fall, the ipg was twisted and the patient was unable to charge. The patient will undergo a revision procedure.